Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report a cuff leak was observed on the tracheostomy tube. A tube change was performed and the patient condition stabilized.

Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report a cuff leak was observed on the tracheostomy tube. It was reported that a tube change was performed and the patient condition stabilized.